Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97714, lot# serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) who was calling in on behalf of another rep who was with a patient in the operating room as they were having their old ins changed out for the new ins (ins only replacement). It was reported that they were ¿getting high impedances intra operatively¿. The rep stated that their impedances were fine when tested in the multi-lead trialing cable (mltc). It was reported that they had reseated the leads two to three times in the ins, but this didn't resolve the issue. The rep then disconnected the call as the other rep was trying to call in. It was reported the event occurred on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the physician confirmed the patient weight at the time of the event was unknown and the cause of the high impedances on contact 3 of the ins was unknown. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received by the manufacturer on 2017-12-27.

Manufacturer narrative:
Analysis of the returned device found no anomalies. The ins passed all functional testing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)/update (rep): who was implanted with a neurostimulator for non-malignant pain. Prior to the implantable neurostimulator (ins) replacement procedure, the old ins was tested and showed normal impedances with an approximate range of 900-1000. The patient was getting good stimulation prior to the ins changeout. It was reported that intra-operatively on (B)(6) 2017 high impedance was seen when the existing old leads were attached to the new implantable neurostimulator (ins). Connectivity and full impedances were checked with the wireless external neurostimulator (wens) and these were all normal range. They also used the multi-lead trialing cable to test impedances and those values were all around 900 ohms. They tried disconnecting and reconnecting the leads into the new ins about 4 times but the issue had not resolved. Full impedance check with the new ins showed only electrodes 0 and 8 were green and the rest were red. It was reported that the ins had impedance issues out of box. The leads were straight and were not bent. The caller switched out the ins to another new ins and retested the impedance again with values at >40,000 ohms on 0 through 7, pairs with 8 and a 1-7 electrode were >40,000, pairs between 9, 10, 11, and 13 were between 860-1100 ohms, all pairs with 12 and 15 were >40,000 ohms. After they changed the ports of the lead tails, only 7, 14, and 15 were >40,000. It was decided that they were going to stay with the new ins that had better impedance. Additional information was received from the manufacturer representative on 2017-dec-13 reporting that they left the second new ins in place with 3 electrodes of the 16 electrodes showing >40,000 impedances. The manufacturer representative was able to program around the bad electrodes and the patient was getting good coverage. No patient symptoms were reported. No further complications were reported.